Event description:
It was reported by the customer that during a lap choley procedure, the device would not release and it tore the vessel. A second device was opened and it also malfunctioned. No additional information is available at this time.

Manufacturer narrative:
.